Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. Customer declined troubleshoot for the high blood glucose. The customer did not provide details on symptoms related to the high blood glucose levels. The device will not be returned for analysis.